Event description:
Sternal closure in 2008 where plates, screws and wire were used. The patient experienced a coughing spell at home, and heard a sound like a crack or a snap. Returned to the doctor the following month, where a revision surgery was performed as the screws and plates had pulled loose on the right side. It was also noted the lower wire was torn off of the right side.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Another size screw was used in the same case, see 1032347-2008-00064.